Manufacturer narrative:
Additional information is provided in sections b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated that the scheduled surgery was cataract and handpiece had poor cutting issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic handpiece was heating up during surgery and did not work. Procedure details and patient impact were not reported. Additional information has been requested but is not available at the time of this report.